Event description:
It was reported that two days post implant, multiple episodes of nonsustained right ventricular oversensing were observed due to myopotential oversensing. Oversensing was reproducible with deep breathing exercises. X-ray did not reveal any issues with the lead. The myopotentials resolved spontaneously. There were no adverse consequences and the patient was discharged without incident. It was noted that the implant procedure had been difficult due to patients anatomy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.